Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during dwell 4 of 4 that the cycler alarmed for air detected in the cassette. While troubleshooting the patient found fluid on the floor near the cycler. The patient was advised to discontinue treatment and to contact the patient's pd nurse. The set was discarded. During follow up the patient reported that she did not have any signs of infection or complications.